Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified process step of automated peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was leak on the blue clamp line of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the hp in ending the therapy session and removing the supplies. Rts recommended the hp to drain manually and advised the hp to contact their peritoneal dialysis nurse regarding the missed therapy. Rts discussed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported with the homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.